Event description:
A frozen scree was reported from the customer during the start-up phase before a new treatment. The system had to be re-booted. After re-booting, the system passed through the intialization test without any problems.